Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. On 24oct2025, 31oct2025 ¿ 01nov2025, and 03nov2025, the log files captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. The alarm on 01nov2025 resolved when the backup battery was briefly uninstalled. However, the alarm reactivated on 03nov2025 and remained active until the system controller was exchanged. The backup battery fault alarms did not impact the system controller¿s ability to support the pump. There were no additional notable events captured in the log files. The returned system controller (serial number: (B)(6)) and 11v backup battery (serial number (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated multiple times during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the backup battery fault was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The testing records were reviewed for the heartmate 11 volt li-ion backup battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller and how to exchange the system controller if necessary. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿, includes how to install a new backup battery into the system controller. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after performing a self test, an emergency backup battery (ebb) fault alarm presented. The connections were checked, and after removing and reseating the ebb pins, the alarm resolved. Following review, log files confirmed that a newly programmed controller was connected to the pump on 23oct2025. Log files confirmed ebb fault alarms on 23oct2025. The ebb fault occurred because the ebb failed the load test. Otherwise, the log files captured routine events. There were no notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically. Additional information provided on 03nov2025 noted that the site replaced the ebb and then replaced the system controller.